Event description:
The customer reported the latron control was failing for conductivity when using the coulter hmx hematology analyzer with autoloader. The customer indicated the ls (light scatter) and rf (radio frequency) were erratic. The customer took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On 10/27/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the rf preamp was defective. The fse replaced the rf preamp resolving the conductivity failures with the latron control. (B)(4).